Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Meter was set to the incorrect unit of measurement. Pt does not recall going into the set up mode. Meter was previously set to the correct unit of measurement. Mother contacted md for advice and was advised to contact lfs. This case is being reported as a malfunction, since the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the pt accidentally changing the settings.